Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had high blood glucose but not hospitalized. Customer's blood glucose was 405 mg/dl at 6 am and went down to 291 mg/dl at 10am. The customer was called by the doctor that he would like to change the basal because it is too high. The customer advised that we review the basal setting and the basal is correct. The customer was advised that we change the carb ratio in the pump for 10 to 8 for the ratio. The customer was advised to have the meter check to make sure it is tracking correctly. The customer stroke was not pump related.